Event description:
Event description guidant received information that this demonstration implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status. When the guidant representative interrogated this demo device, he received the red screen fault message, indicating this device was in fallback mode. It was unknown whether the device could be programmed for vf/rate cutoff or if pacing was available while in this mode. The guidant representative was not aware of any remarkable conditions device was exposed to.